Manufacturer narrative:
During a subsequent site visit, the abbott field service engineer investigated the issue and performed extensive troubleshooting. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) (B)(4) service history did not identify any causes for the discrepant high k result and no additional reports of discrepant or erratic results have been received. A complaint review for the architect, sn (B)(4) did not identify an issue or trend related to discrepant or erratic results. A review of the monthly product monitoring review for the c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and c16000 system service and support manual provide adequate labeling regarding limitations of result interpretation, error codes, maintenance, component replacement, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for the architect c16000, sn (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium (k) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 (B)(6) = 8.7 / repeated = 5.1 / 5.2mmol/l (reference range 3.5-5.3mmol/l). There was no reported impact to patient management.